Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of motor error with the customer's insulin pump. The customer's blood glucose level at the time of incident was 159mg/dl. The customer was assisted with troubleshoot. The customer reported motor position encoder error alarm. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis. The customer states they would be receiving their 530g pump soon. The customer was advised to use the device and wait for training on their sensor. No further assistance was needed at this time.